Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient's system was removed in 2001, due to an infection. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.